Manufacturer narrative:
D6: a questionnaire was sent to the pt on 10/24/1997 to obtain the unk info. No response was rec'd. G1 & h4: the MFR date and MFR site are unable to be determined without the catalog number and lot number. H6: no eval was performed as the product was not returned.